Event description:
It was reported that the patient was experiencing pocket stimulation. It was also reported that the right ventricular (rv) and right atrial (ra) leads polarity switched due to declining impedance. The rv lead also had reports of small and varying r waves. The ra lead reports of low impedance with small and varying p waves and intermittent oversensing. The rv and ra leads were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.